Manufacturer narrative:
(B)(4). The device was received for evaluation. The device was visually inspected and found a white particle .3 mm square in size floating in the fluid of the bladder. Fourier transform infrared spectroscopy identified the particle as acrylic. The cause of the condition was undetermined. A CAPA was opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a white floating particle in a large volume intermate. This occurred before use, after the device was compounded with saline. No patient was involved. No additional information is available.